Manufacturer narrative:
Report source: (B)(6). The devices were received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) minicap transfer sets had a connection issue. It was further described that the connector could not connect to the titanium adapter. There was no allegation against the titanium adapter. This was noticed during use of the device for peritoneal dialysis therapy. There was patient involvement but no patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
Additional information : two (2) actual samples were received for evaluation. A visual inspection was performed on the returned samples and it was noted that the patient adaptors were damaged. On both patient adaptors, tool marks located in incorrect locations were observed indicating of improper insulation. The reported issue was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.